Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular (bi-v) defibrillator, (B)(6) 2009; 4196-88, implantable pacing lead, (B)(6) 2009; 6947-65, implantable tachy lead, (B)(6) 2004; 4470, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) there was an issue in the header with the device connection. The right ventricular lead was placed in the header and screwed down and intermittent pacing occurred. There was oversensing and loss of capture on multiple occasions. The physician disconnected and reconnected the ICD twice however, could not fix the issue. The physician decided to use a different device. No patient complications have been reported as a result of this event.